Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred and pump making loud noise when being used. Customer declined to troubleshoot with tandem technical support. There was no reported adverse impact. No additional information was provided.